Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that an early battery depletion was observed with this implantable cardioverter defibrillator (ICD). Moreover, it was also noted that the ICD did tripped elective replacement indicator (eri). The technical services then suggested to have device returned for analysis. Further, this ICD was explanted. No additional adverse patient effects were reported.